Manufacturer narrative:
Updated fields: b4,d8, d9,g1(contact person ¿ mfg site), g3,g2, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) needed assistance with ECG acquisition. There was patient involvement and no injury or harm. Emergency support program (esp) personnel was on call to evaluate and troubleshoot the unit with the customer. Personnel educated the customer on the importance of high-quality lead placement with the doppler gel for increased conductivity. At the personnel's request, the customer repeated troubleshooting techniques and obtained an improved ECG tracing. Shortly after the customer stated it was misreading again but that one of the leads had disconnected. Esp personnel provided direct information and encouraged calling back if needed. A shift change was taking place and was handed off to new customer personnel who agreed to the plan. The issue was resolved via the clinical support line. Additional attempts were made to acquire more information but was not received.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump was giving ECG reading incorrectly. There was no patient harm or injury reported to the patient.